Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced several high blood glucose levels. The customer reported blood glucose as 409 mg/dl, 427 mg/dl ,452 mg/dl and 453 mg/dl. The customer treated the high blood glucose with a bolus of insulin and a manual injection of insulin. The customer had symptoms such as headache. The customer's blood glucose value was 530 mg/dl at the time of the call. The customer was unable to check for ketones. The customer was advised to take a manual injection. The customer had injected 10 units of insulin with a insulin pen. Troubleshooting was performed. There were no leaks or air bubbles. There were no site or insulin issues. The insulin product was not returned for analysis.